Event description:
Customer's family member called to report the pump did not have an audible tone. Device was not available for troubleshooting at the time the call took place. Customer was at the school and the customer was wearing the pump.